Event description:
The user facility clinical engineering department called and said they had two devices that did not correlate to lab results. They said the device result was 150 compared to a lab of 60 mg/dl. It appears that only one devices replaced. No other information was provided. The devices were replaced and requested to be returned for evaluation. One device has a fogged display possibly from being cleaned with alcohol.